Manufacturer narrative:
Per the IFU, "possible adverse effects" include:"nonunion or delayed union, which may lead to breakage of the implant"."bending or fracture of the implant".

Event description:
It was reported that a nail fractured approximately 7 months post-op. Fractured nail was explanted and replaced.